Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cyst, breast asymmetry. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via mammogram, with left breast asymmetry and left breast cysts. The patient was also diagnosed with right breast implant rupture. As a result, the patient underwent bilateral breast implant removal and then replacement on (B)(6) 2022. The replacement devices were: (right) 405cc mentor memorygel breast implant catalog: shpb405 lot: 9664056 sn: (B)(4) and (left) 405cc mentor memorygel breast implant catalog: shpb405 lot: 9672065 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.